Manufacturer narrative:
Communication is ongoing with the reporter to obtain missing information for the investigation. Blank fields in the MDR report represent unknown information. Migration is a known adverse event with the device that is listed on the intera 3000 IFU. If further information is received in the future, a supplemental report will be filed.

Event description:
A healthcare provider contacted intera clinical with questions about flow rate after a pump flip. Date of adverse event, health consequences and additional surgeries were not reported.

Event description:
Intera 3000 hai pump flip was reported to have been noticed on (B)(6)2022. As reported by the health care provider follow up, aggravating circumstances regarding the flip: "[patient] was draining ascites-like fluid from ileostomy reversal site so it may have been just the fluid loss and swelling decrease in his abdomen. There was also a seroma in the port cavity site with malrotation of the pump noted during revision surgery." Revision surgery comprised of "opening and drainage of the pump cavity seroma with revision of port fascial attachments on (B)(6)2022."

Manufacturer narrative:
Updated MDR to include patient information and further communication regarding the adverse event. No device deficieny was alleged. Seroma and migration are a known adverse event with the device that is listed on the intera 3000 IFU. If further information is received in the future, a supplemental report will be filed.